Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient never received effective stimulation on right side due to lead migration toward left/midline. Patient also experienced nerve root stimulation toward left side. Reprogramming was tried to no avail. Subsequently, surgical intervention was taken on (B)(6) 2017 wherein the lead was explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively.